Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had a communication error. The biomed could not verify the error and noted there were several bottle sensor errors in the history. The bottle sensor was replaced, rate flow calibrated, and the device tested "well". Per customer, no further information will be provided.

Event description:
It was reported that the device had a communication error. The biomed could not verify the error and noted there were several bottle sensor errors in the history. The bottle sensor was replaced, rate flow calibrated, and the device tested "well". Per customer, no further information will be provided.

Manufacturer narrative:
Device history: a review of the source device history could not be performed. No serial number found. The root cause for the reported issue that the device had a communication error was not determined because no product or device logs were returned. The reported issue that the device had a communication error could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient involvement was reported. The device is used for treatment purposes. H3 other text: no product received.